Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the pump's black box showed evidence of call service 078 alarms on (B)(6) 2015. The pump could not be exercised for 24 hours due to a call service 078 alarm. Moisture was observed in the battery compartment. The battery compartment was cracked on the threads above the bumper pad. The pump failed a leak test due to the battery compartment crack. Moisture damage was found on the motor flex connector.